Event description:
It was reported that the customer was hospitalized due to hypoglycemia. Prior to the event, the customer experienced a blood glucose reading of 18 mmol/l, which was treated with a three unit bolus. Afterwards, the customer's blood glucose dropped rapidly. It was also reported that the insulin pump emitted a strange noise when it was rewound. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.